Manufacturer narrative:
Patient weight was unavailable from the site. No parts were received by the manufacturer. Log files obtained from the event on (B)(6) 2014 were analyzed during an investigation of the system software (version 3.1.6). The logs did not provide any evidence of root causes that could be attributed to a software failure (or potential hardware failure). The behavior described was the intended behavior of the software. The software was functioning as designed. (B)(4).

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system spin appeared to be acquired normally but subsequently would not transfer to the navigation system. In trouble-shooting, they attempted to manually push the scan to the navigation system, but this was unsuccessful, the pendant displayed ¿initializing, please wait.¿ re-booting the mobile view station (mvs) and navigation system and then pushing the scan manually had the same result. At that point, it was discovered that there was not a [nav] tag so the spin was not navigated. The surgeon opted to complete the procedure without the use of the imaging system. A c-arm was used to proceed with the case. There was a reported delay to the procedure of about fifteen minutes due to this issue. There was no impact on patient outcome.